Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the pancreas during a pancreatoscopy procedure performed on (B)(6) 2017. According to the complainant, the patient had chronic calcifying pancreatitis; a pancreatoscopy was performed . The spyscope ds was then advanced to the pancreatic tail where the lithiases was located. In order to perform lithotripsy a laser fiber was then passed through the spyscope, however, there was difficulty passing the laser fiber. After several attempts the spyscope was removed from the patient and examined. Upon review, it was noted that the working channel sleeve protruded from the distal end which blocked the passage of the laser fiber . Reportedly, there was no malfunction with the laser fiber. A pancreatic stent was placed to complete the procedure. The procedure will be repeated in a few months. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.